Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an (B)(6) 2025, a 20mm amplatzer amulet occluder was successfully implanted in a patient using an unknown 14f delivery system. The patient was in normal sinus rhythm (nsr) at the time of the procedure and received heparin, with activated clotting time (act) levels exceeding 300 seconds. Protamine was administered afterward as a reversal agent. The transseptal puncture was performed at the inferior mid location. The device was not fully recaptured, nor was it partially recaptured during the procedure. There were no multiple manipulations or sheath exchanges, and the wire was placed in the left upper pulmonary vein after transseptal access. The left atrial pressure was =12mmhg, and no wire was placed in the left atrial appendage. There was no difficulty implanting the device. On (B)(6) 2025, the patient experienced shortness of breath, and a late pericardial effusion (pe) was identified. The location, size, and nature (circumferential or localized) of the effusion were unknown, and it was not present prior to the procedure. The physician suspected the 20mm amplatzer amulet occluder, specifically the stabilizing wires, as a potential cause of the effusion. The patient was on low-dose dual antiplatelet therapy (dapt) at the time the effusion was detected, but their pre-procedure anticoagulation status was unknown. Whether cardiac tamponade occurred was also not confirmed. The decision was made to perform a pericardiocentesis. The patient was stable at the time of report. No additional inforamtion was provided.

Event description:
It was reported that on an (B)(6) 2025, a 20mm amplatzer amulet occluder was successfully implanted in a patient using an unknown 14f delivery system. The patient was in normal sinus rhythm (nsr) at the time of the procedure and received heparin, with activated clotting time (act) levels exceeding 300 seconds. Protamine was administered afterward as a reversal agent. The transseptal puncture was performed at the inferior mid location. The device was not fully recaptured, nor was it partially recaptured during the procedure. There were no multiple manipulations or sheath exchanges, and the wire was placed in the left upper pulmonary vein after transseptal access. The left atrial pressure was =12mmhg, and no wire was placed in the left atrial appendage. There was no difficulty implanting the device. On (B)(6) 2025, the patient experienced shortness of breath, and a late pericardial effusion (pe) was identified. The location, size, and nature (circumferential or localized) of the effusion were unknown, and it was not present prior to the procedure. The physician suspected the 20mm amplatzer amulet occluder, specifically the stabilizing wires, as a potential cause of the effusion. The patient was on low-dose dual antiplatelet therapy (dapt) at the time the effusion was detected, but their pre-procedure anticoagulation status was unknown. Whether cardiac tamponade occurred was also not confirmed. The decision was made to perform a pericardiocentesis. The patient was stable at the time of report. The physician mentioned the cause of effusion was amulet device.

Manufacturer narrative:
An event of pericardial effusion after a month of amulet device implant was reported. Information from field indicated that the activated clotting time (act) levels were greater than 300s and heparin units was administered. Reportedly, the physician believed the cause of pericardial effusion was amulet device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the amulet¿s device contributed to the pericardial effusion. There is an allegation that the 20mm amplatzer amulet occluder caused a late pericardial effusion, potentially due to stabilizing wires, however this cannot be conclusively determined. The patient experienced shortness of breath. The reported hospitalization, and unexpected medical intervention was result of pericardiocentesis performed for effusion. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.